Manufacturer narrative:
The stent portion of the device was reported to have been implanted in the patient. Request for the delivery system have been made, however, the system has not been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal part of the pipeline failed to open with standard maneuvers. It was resheathed twice but the distal part still did not open. It was then completely released. Close to the detachment, the distal part was partially opened, but with incomplete wall apposition and frayed mesh. The device was completely detached. Balloon angioplasty was performed at the distal part of the device but it did not change the result. Another flow diverter device was placed at the distal part. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm x 5mm located in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 4.6mm x 5mm. The vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy. The pipeline was not positioned on a bend. More than 50% of the device had been deployed before the failure to open occurred. The pipeline was resheathed less than or equal to 2 times.